Event description:
Bw14-681. There was no problem with our catheter. The agilis sheath valve was defect after the physician inserts the catheter and he has to change it because it was leaky. I reported this so late because I wasn't in the lab for this procedure and there were no problem with our material. The physician told me about this problem yesterday evening and now I open the complaint directly. I have no catheter to send because they throw it away. The patient had very much air in his la and it was hard to fix it but at the end he survived and had no more complications in the future. Pl1-nbye7p. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).